Event description:
Info was received that a pt had a refractive surgery in the left eye in 1999. It was stated that the pt now has an unspecified injury to the eye. During a follow-up call to the surgeon, he stated that a thin flap had occurred during the surgery. The flap was positioned back in place and the surgery was aborted. The pt had the same pre-op and post-op visual acuities of about 20/25 or 20/30. The device unit was checked prior to surgery and no problem was noted. The unit is still in use routinely.